Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedure related factors (valve missed the annulus) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from our affiliate in australia. As reported, it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach. Before procedure, it was observed that the patient had an aortic valve area of 840mm2. During procedure, the balloon was inflated to nominal +1ml. On post-dilation, it was not possible to fully deflate the balloon because not enough force could be applied to the atrion pressure inflator. The valve ended up above the annulus (>100/0 position), and a moderate-severe paravalvular leak was observed. It was then decided to perform a valve-in-valve procedure with another 29mm sapien 3 valve, which was successful. Patient was stable after procedure. The perceived root cause of the event was that the valve missed the annulus.

Manufacturer narrative:
Supplemental report submitted to include completion of the engineering evaluation. Update h6. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve malposition and paravalvular leak were unable to be confirmed due to unavailability of medical record, nor applicable imagery provided. The presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''it was a case of an implant of a 29mm sapien 3 valve in aortic position by transfemoral approach in a patient with 840mm2 of native valve area. During procedure, it was planned to deploy the valve with +5ml. However, during the deployment, the physician could not apply the required force to inflate +5ml and the deployment was performed only with +1ml. The valve position was 90/10, then, the balloon was completely inflated with the remaining +4ml (for a total of +5ml) but the valve was then placed 100/0 or above, and a moderate-severe paravalvular leak was observed''. For the complaint of valve malposition, in this case, provided information indicated that a non-edwards 60ml atrium pressure inflator with +5ml of volume was used to deploy the valve. IFU and training manuals indicate to use the provided inflation device provided within the edwards kit, which is a 38ml inflation device and the nominal volume of 33ml for a 29mm sapien 3 valve deployment. In this case valve was deployed with + 5ml. The overinflation may have caused the valve to foreshorten further resulting in the final placement of the valve being higher than as planned. On the other hand, patient presented a 840mm2 of native valve area, while the sapien 3 valve is recommended for 540-683mm2 of area. Despite overinflation, the 29mm valve may be too small for the patient and not sufficient to create a secure contact with anatomy. As such, available information suggests that use error (patient-prosthesis mismatch, overinflation) may have contributed to the event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Per training manuals and IFU, thv size mismatch may contribute to a severe paravalvular leak following implantation in large annulus. Proper valve sizing is critical to avoid mismatch and severe pv leak. Moreover, 29mm sapien 3 valve is indicated for an annulus area of 540 - 683 mm2. In this case, per provided information a 29mm sapien 3 valve was implanted in an 840mm2 native valve annulus area which may be indicative that a patient-prothesis mismatch likely occurred and an incorrect sizing of the valve may lead to paravalvular leak. In addition, the valve was malpositioned, it was placed 100/0 (ventricle/aorta). Valve positioning too aortic could contribute to the valve not properly sealed against anatomy leading to paravalvular leak, and therefore causing the blood flow between the valve frame and aortic root. As such, available information suggests that procedural factors (patient-prosthesis mismatch, valve malposition) may have contributed to the event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report submitted to correct b5 and h11. H11: the investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in australia. As reported, this was a case of an implant of a 29mm sapien 3 valve in the aortic position by transfemoral approach in a patient with 840mm2 of native valve area. During procedure, it was planned to deploy the valve with +5ml. However, during the deployment, the physician could not apply the required force to inflate +5ml and the deployment was performed only with +1ml. The valve position was 90/10, then, the balloon was completely inflated with the remaining +4ml (for a total of +5ml) but the valve was then placed 100/0 or above, and a moderate-severe paravalvular leak was observed. It was then decided to perform a valve-in-valve procedure with another 29mm sapien 3 valve, which was successful. Patient was stable after procedure.